Event description:
Pt experienced plantar induration and hardening approximately six to eight weeks post plantar fascia repair with orthadapt augmentation after fibroma excision. The graft was explanted approximately eight weeks post repair.

Manufacturer narrative:
The case was performed by excising the plantar fibroma and then using orthadapt to cover the plantar fascia defect. Physician indicated pt's symptoms were not related to the orthadapt bioimplant but from fibrosis caused by the healing process; graft reportedly explanted due to pt request. The mfg lot # of the device was not provided. The MFR of the device at the time was pegasus biologics inc. Synovis orthopedic & woundcare inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.